Event description:
Additional information reported by the clinical study. The etiology was updated to not include the catheter.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the clinical diagnosis was updated to implant site infection.

Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received via a clinical study regarding a patient receiving dilaudid (concentration 1.5mg/ml dose 0.2998), bupivacaine (concentration 30.0mg/ml dose 5.996mg/day) via an implantable pump. The indication for use was noted as malignant pain and breast. On (B)(6) 2015, the clinical diagnosis was positional headache;the patient reported and was presented to the emergency department (ed) with spinal/positional headache. The ed physician reported the patient's dressings were soaked with serosanguinous fluids and also reported the patient's oxygen saturation was 91% and she was anxious. The event resulted in in-patient hospitalization, unscheduled clinic/office visit and emergency room visit. The severity was noted as mild. The following actions were taken; pain control provided in ed. The event was resolved without sequelae on the same day on (B)(6) 2015, the clinical diagnosis was bleeding from lumbar incision; the patient was presented to the ed, the ed physician contacted the clinic reporting bleeding from the patient's lumbar incision. The event resulted in an unscheduled clinic/office visit and emergency room visit. The severity was noted as mild. The following actions were taken on (B)(6) 2015; pressure dressing, silver dressing, and an abdominal pad was applied over wound. The event was resolved without sequelae on the same day. On (B)(6) 2015, the clinical diagnosis was lumbar site infection; the patient presented to the ed and an examination revealed an infected lumbar site, the patient had signs and symptoms of a wound infection. The severity was noted as mild. The etiology was noted as catheter, the event resulted in in-patient hospitalization (surgery and anaesthesia) and the entire system was explanted and not replaced on the same day. The event was resolved without sequelae on (B)(6) 2015.